Manufacturer narrative:
Pump had high idle current due to corrosion. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. Pump passed run current test, off no power test, restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted. Pump had no audio beep during self test due to broken transducer black wire. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump does not work after having the battery cap replaced. The customer's blood glucose reading was 146 mg/dl at the time of incident. Troubleshooting found that the battery does not last more than a week with the new battery cap that the customer recently received. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the insulin pump would be replaced and to return the product for analysis.